Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had a sensor reading of 130 mg/dl and the blood glucose reading was 40 mg/dl. The customer treated with glucose tablets. The insulin pump was not returned or replaced.